Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of a transcatheter aortic valve, the patient's anatomy was considered suitable for a 26 millimeter (mm) valve but was characterized by extensive calcification at the annulus and left ventricular outflow tract levels. Pre-implant dilatation was performed using an 18 mm semi-compliant balloon inflated with 3 cc less than nominal volume due to the severe calcification. The first deployment was considered too deep, and the second positioning was deemed acceptable with an implantation depth of 3 mm below the non-coronary cusp (ncc) and 4 mm below the left coronary cusp (lcc); upon paddle release, the valve dislodged from the annular plane and migrated into the ascending aorta. The patient remained hemodynamically stable, the dislodged valve was secured using a snare, and a second transcatheter aortic valve was successfully implanted with a final implantation depth of 1 mm below the ncc and 2 mm below the lcc. A non-medtronic guidewire was used throughout the procedure. At the end of the procedure, trivial posterior paravalvular leak and a mean transvalvular gradient of 5 mmhg were documented.